Event description:
It was reported that the device went into backup vvi mode while trying to upgrade the device firmware. Device download was performed successfully and the device was set to nominal settings. Clinician decided not to perform firmware upgrade. The patient was asymptomatic.